Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of ¿72 and 400 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient stated that she manages her diabetes with a fixed dose of humalog insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that she ¿passed out¿ on (B)(6) 2017 after the alleged issue began and that the emergency medical services (ems) were contacted for assistance. The patient claimed that at 12:00 pm on (B)(6) 2017, the paramedics treated her with IV glucose. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.